Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after deploying the clip, resistance was encountered during device removal due to the exchange sheath becoming caught up in a previously deployed starclose clip. A dilator was inserted into the access ports unlocking the thumb advancer and clip delivery tubeset enabling them to be retracted proximally and counter-traction with an assertive pull was applied, which released the device from the pt anatomy. The clip deployed in the vessel, where it remains. Manual compression was applied for ten minutes to ensure hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). (B)(4). The device was received. Investigation is not complete.